Event description:
The customer reported that their device was intermittently not able to detect the connection of the therapy cable assembly through the therapy connector assembly. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and observed that the pin receptacle for pin #1 was misaligned and damaged. The receptacle would not allow an appropriate connection of pin #1.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. As a precaution, physio replaced the therapy connector assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.